Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7206258.

Event description:
It was reported that the patient experienced a back pain that looked infected. Nothing happened during the procedure that would contribute to infection and it was not suspected that the device caused the infection. The patient was put on antibiotics and the trial leads were pulled out. The patient was doing well postoperatively and the trial leads were discarded per hospital policy.